Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a new battery replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Due to field limit restrictions in e1, the phone number is (B)(6). A getinge field service (fse) evaluated the unit for the reported malfunction. The fse determined that the unit had a low battery backup. The fse replaced the batteries. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check a battery maintenance required message was received on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement.